Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection found no external damage or defects. The unit did not power on using battery or ac power. Internal inspection found the instrument board to connectivity board flex cable was loose. The flex cable was reconnected and the unit was able to power on. The unit was able to remain powered on for at least 2 hours without any errors. The loose cable resulted in the unit not powering on. A service history record review reveals that this unit was in the field for over eleven (11) months with no previous reported issues elated to this reported event.

Event description:
The customer reported the device turns on/off randomly. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns on/off randomly. No patient impact or consequences were reported.